Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, when the physician attempted to deploy the stent inside the patient, it was noticed that there was a foreign body found on the suture of the stent that resembled a yellow sponge material. The foreign material was retrieved with the use of a rat tooth grasper. The foreign body made it difficult to remove the suture from the stent, but they were able to complete deployment without any further issues. There were no patient complications reported as a result of this event.